Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is intermittently unresponsive and at times has to be pressed multiple times for the pump to respond. Customer stated that they have received multiple button alarms. Customer does not recall anything being pressed up against the button for the button alarms to be triggered. In addition, the customer reported that at times when attempting to deliver a quick bolus the pump will respond with more units of insulin then requested. Customer was able to clear the request before the over delivery request was delivered. Customer's blood glucose level was not impacted.